Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient was discharged nineteen days after the onset of peritonitis. The same day the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a poor environment condition. The peritonitis was manifested by cloudy effluent, vomiting, fever, and diarrhea. The patient was hospitalized. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.